Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced high blood glucose level 78mg/dl event on (B)(6) 2026. The patient treated with manually dosed other than insulin .the event lasted less than one hour. No further information available.